Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the broken top drawer. A getinge field service engineer (fse) confirmed the issue and replaced the chasis, storage bins, assembly tether than the equipment passed all the functional testing. There was no involvement of the patient. The defective components were received for further investigation. The failure analysis and testing dept. Received part number chassis storage bin serial number with a reported unit failure of the top drawer was hanging. The failure analysis and testing dept. Performed a visual inspection and found that the top drawer was hanging. The chassis storage bin was damaged. Retaining the chassis storage bin in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during routine, the cardiosave intra-aortic balloon pump (iabp) unit has a broken top drawer. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.